Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, as the power consumption of the device has been increasing. A safe replacement window of 90 days was recommended by technical services (ts). The device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, as the power consumption of the device has been increasing. A safe replacement window of 90 days was recommended by technical services (ts). The device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.